Event description:
It was reported that there was oversensing. The patient complained of fatigue and weakness and low pulse rate on exertion. The generator was reprogrammed to circumvent the issue. The lead remains in use. It was noted that the patient was part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.